Manufacturer narrative:
Device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 29mm valve implanted in the mitral position underwent surgery for a valve-in-valve replacement after an implant duration of approx 3 years due to degeneration leading to severe stenosis and restricted leaflet mobility causing severe mitral regurgitation. A 29mm valve was implanted within the surgical edwards with trans-septal approach valve with perfect result. Through review of medical notes received it was learnt that soon after the implantation of the subject device the patient experienced sinus arrests at the end of atrial fibrillation phases with a high ventricular response, one of which was symptomatic for syncope, followed by junctional escapement phases with atrial retro conduction. A permanent pacemaker was implanted.